Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that 10 days post implant the right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray was taken but did not reveal any significant findings. Subsequently a revision procedure was performed where it was noted the ra lead had not been placed all the way into the device header. The ra lead was removed from the header and reconnected. All measurements were within normal limits. The ra lead and crt-d remain in service. No additional adverse patient effects were reported.